Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The cause of the reported event cannot be conclusively determined. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer presumed that the user facility did not train their reprocessing staff sufficiently on device handling and reprocessing in accordance with IFU. The legal manufacturer reviewed the reprocessing manual for the model: cf-h180al scope and referenced the inserts below. IFU (reprocessing manual) warns against insufficient reprocessing of the channels and performing leak testing as follows: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. All channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. Chapter 3 cleaning, disinfection and sterilization procedures evis exera - performing the leakage test. In addition, the legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR.

Manufacturer narrative:
The scope was not returned to the service center for evaluation. As part of our investigation, while onsite the ess informed the facility¿s director of the reprocessing findings. The ess showed the technicians how to use the suction. The issue was corrected right away. In addition, the ess conducted reprocessing in-service with the facility¿s technician. The ess recommended that the facility schedule an additional in-service in a few months to ensure reprocessing is performed in accordance to the manufacturer¿s recommendations. If additional information is received this report will be supplemented accordingly.

Event description:
During a reprocessing observation/in-service with an endoscopy support specialist (ess) at the customer¿s site, the ess observed the staff transport, care/handling and reprocessing at the account. The ess observed 7 of the facility¿s technicians and noticed that some were not doing proper leak test and disconnecting the leak tester with the scope still in the water. In addition, they were not using the suction following the brushing. There was no patient infection reported.